Manufacturer narrative:
On (B)(4) 2014 a medtronic representative went to the site and upgraded the synergy spine software to the latest version and completed a full system checkout. No problems were observed during the system checkout or subsequent surgeries where the system was used. System is fully functional. A software investigation was completed, but the results were inconclusive as the system software logs do not contain information on time metrics for projection/tip selection. The inability to replicate this issue per the customer updating their system to spine 2.1 has prevented further investigation.

Manufacturer narrative:
No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the navigation software became unresponsive while navigating instruments. The software was reportedly unresponsive for a few seconds, during which the tracked instrumentation showed green status. The medtronic representative also reported there was a 2 to 3 second delay from when the mouse was clicked and when the software responded throughout the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.